Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had not given insulin and the customer experienced diabetic ketoacidosis and hyperglycemia with a blood glucose value of 700 mg/dl at the time of the event. The current blood glucose value was 201 mg/dl. The customer was admitted to the hospital for diabetic ketoacidosis and sent to the emergency room and tested for ketones and positive results. The customer reported feeling sick/unwell, increased thirst at the time of hospitalization and was treated with an intravenous insulin infusion drip. Troubleshooting was performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported high blood glucose event or not. The auto mode/smartguard feature was active at the time of the high blood glucose event. The customer alleged the pump was not giving insulin. No further patient complications were reported. The insulin pump  was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses delivered on the event date (B)(6) 2023 in the pump history file. There were no user suspended alarm or auto suspended alarm noted on the event date (B)(6) 2023 in the pump history file. Please see below for the daily total of all insulin delivered on the event date (B)(6) 2023. (B)(6) 2023 00:00:00.000. Daily total sg670 (63). Daily total collection start time: (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 96000 (9.6 u). Daily total of basal insulin delivered: 96000 (9.6 u). Daily total of bolus insulin delivered: 0 (0 u). Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 23:16:05.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 23:26:00.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 05:16:07.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 05:51:07.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 06:21:08.000 alarm alert notification (40). Fault number: sensor error alert (801). (B)(6) 2023 16:48:00.000 alarm alert notification (40). Fault number: lost sensor 1 alert (780). (B)(6) 2023 03:36:13.000 alarm alert notification (40). Fault number: no delivery (7) - during bolus. (B)(6) 2023 07:45:00.000 alarm alert notification (40). Fault number: low battery alert (104). (B)(6) 2023 07:48:16.000 battery removed (55). (B)(6) 2023 07:48:16.000 alarm alert notification (40). Fault number: battery removed (84) (B)(6) 2023 07:55:07.000 battery inserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Low battery alert was due to the battery in the pump is low on power. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Sensor error alert not confirmed. Lost sensor alert not confirmed. No delivery alarm not confirmed. Low battery alert not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.